Event description:
Two falsely elevated troponin I results were obtained on patient samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was specimen integrity. User error contributed to the sample integrity issues. The laboratory acknowledges use of short spin times which may not meet tube manufacturers directions. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.